Event description:
Healthcare professional reported capsular contracture baker grade iii. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ double capsule: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease / folding of implant: not observe son the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, ¿fibrosis with multifocal mild chronic inflammatory cell infiltration¿, "double capsule", and "prosthesis heavily folded". Device has been explanted. "Partial" capsulectomy was performed.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Crease/folding of implant: observed. Double capsule: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, broken and no penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b3, b5, b6, d9, e1, g2, h3, h6, h11.

Event description:
Healthcare professional reported capsular contracture baker grade iii. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.